Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg 46 mg/dl) and carbohydrates were consumed to address bg. The suspected cause of event was not known; however, it was thought the pump correction factor may be incorrect as the customer had been manually adjusting the pump settings. Recommendation was made for customer to discuss event with their healthcare provider.